Event description:
A customer complained that their precision xceed meter was reading too high. The customer obtained a reading of 183 mg/dl compared to a laboratory reading of 94 mg/dl. When plotted on a parkes error grid the results fall in the 'c' zone. The difference in readings is considered clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.